Event description:
It was reported that the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to communicate with their ipg after an rfa procedure and the device was not placed in surgery mode. Troubleshooting attempts thus far have been unsuccessful.